Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant, the lumbar catheter deviated from the valve. The lumbar catheter could not be found under fluoroscopy. Pumping was unable to be performed. The products remained in the patient at the time of the report. It was stated the patient¿s condition was ¿not bad¿ and there had been no plan for reoperation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the disconnection was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.